Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that the patient came to the office on (B)(6) 2015, and their pump site was swollen. The back incisional site was also swollen, but not as bad. The hcp was going to do an exploratory operation on (B)(6) 2015 to see what the issue was. The issue was identified through a patient complaint. The catheter was accessed, and the hcp withdrew 0.3ml of fluid. A dye study confirmed that the catheter was at t5 (5th thoracic vertebrae). The hcp opened the back to find fluid leaking at the anchor site. Interventions/actions taken to resolve the issue included a purse string around the catheter and a blood patch. As of (B)(6) 2015, the issue was resolved. The system was delivering morphine at a concentration of 10mg/ml and 5 mg/day. Bupivacaine was being delivered at 40 mg/ml and 20 mg/day. The lot numbers were unknown. The indications for use were malignant pain and lung. The cause of the issue was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.